Event description:
Caller reported that the t:slim x2 pump battery would not charge, and a power source alert was noted in the pump's history. There was no adverse impact to the customer's blood glucose level. After trying different troubleshooting steps, the pump began charging with the original charging supplies, and no further assistance was required.